Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reported event: 3. Malfunctions and adverse events the following malfunctions and adverse events have been reported. Potential adverse events are included but not limited. (1) malfunctions accidental spillage, broken/damaged component, consistency of material altered, difficult or impossible to extrude, needle disengagement (partial or total), packaging error, plunger trouble, product discolored, short fill, voids/air bubbles.

Event description:
Healthcare professional reported injecting a patient with a syringe of juvéderm vista ultra plus. When the plunger was drawn to check "reversed blood," the round area at the tip of the plunger rod disconnected from the gasket. The plunger rod tip could be pushed to the bottom of the gasket so the entire volume of product was used. There were no health hazards.

Manufacturer narrative:
Lab analysis of the device found no defect.

Event description:
Healthcare professional reported injecting a patient with a syringe of juvéderm vista ultra plus. When the plunger was drawn to check "reversed blood," the round area at the tip of the plunger rod disconnected from the gasket. The plunger rod tip could be pushed to the bottom of the gasket so the entire volume of product was used. There were no health hazards.